Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen (concentration, dose, lot unknown) via an implantable infusion pump. Indication for use was cerebral palsy and intractable spasticity. On (B)(6) 2016 the patient began to hear the pump alarm and the refill date was not until (B)(6) 2016. The reporter was concerned that the patient would have a seizure. The patient's doctor would no longer fill the pump due to insurance reasons and the reporter was told about this change on (B)(6) 2016. The patient began having convulsions on (B)(6) 2016. The patient was having withdrawal, "chomping at the bit, eyes are popping out, and her body is stiffing out." Per the reporter, the patient would have convulsions a few days before every refill, which began (B)(6) 2015. The patient did not currently have a managing healthcare provider (hcp) and the reporter was to seek urgent care if necessary. The reporter was seeking a new hcp for the patient. Additional information was requested regarding a follow-up contact, drug information, patient medical history, concomitant medications, diagnostics performed, the cause of the pump alarm and symptoms, actions/interventions taken to resolve the alarm and symptoms, and resolution of the event. A supplemental report will be submitted if additional information is received. (B)(6) 2016 crts interface update (rep hcp) document contained no new information.